Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that since receiving this pump the patient is still having high and low blood glucose (bg) levels from 18mg/dl to 413mg/dl. The reporter stated that when the patient goes low they sweat and also get confused. The patient was treated with glucose tablets and bread and peanut butter. The patient¿s bg went up to 200-250mg/dl. The reporter stated that the healthcare professional (hcp) recently adjusted rates since being hospitalized due to an accident. Troubleshooting was not done since the patient refused to remove the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: the pump history and the black box show the returned pump was never used to make insulin deliveries. Pump was exercised for 24 hour duration period; no alarms occurred during this time. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. No alarms occurred during testing. A force sensor calibration check showed the pump is not detecting the correct force at 5 pounds. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.